Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified common femoral artery. A 2mm x 120mm x 150mm sterling sl balloon catheter was advanced to the lesion. On the first inflation, the balloon ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.